Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the universal seal caps on robotic ports were extremely tight to remove. The user stated that on two occasions the valve broke while the carbon dioxide tube remained attached. There was no report of patient involvement or patient injury.